Event description:
Since his surgery on (B)(6) 2013, the end-user's skin presented with itchy red bumps that look like "prickly heat." They are located at the left lower quadrant and scattered under the tape collar.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc stomahesive wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. According to the end-user, during a visit to the wound care nurse, the affected area was cleansed with water and left to dry. An antifungal powder and relia med adhesive protective barrier wipes was applied to dry skin, then stomahesive paste to help product adhere to skin. A sample product was sent to the patient. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.